Event description:
Account reported that tubing comes off of the luer lock connector. Follow up with a nurse revealed that the reported condition occurred only once during pt use. Per nurse, pt started bleeding from the IV access site; however, there was no pt injury and no medical intervention was required as a result of reported condition. Nurse further stated that the pt, pt's spouse, and a nurse were exposed to blood. The nurse was wearing gloves at the time of reported incident. Reporter denied any exposure of mucous membranes to blood by anyone.